Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
The patient was unable to undergo magnetic resonance imaging (MRI) because the implantable pulse generator (ipg) was positioned too high in the flank. The patient underwent a revision procedure where the ipg was repositioned and replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned.

Event description:
It was reported that the patient was unable to undergo magnetic resonance imaging (MRI) because the implantable pulse generator (ipg) was positioned too high in the flank. The patient underwent a revision procedure where the ipg was repositioned and replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device will not be returned. Additional information was received that there was no migration of the ipg. It was the original location of the ipg where it was positioned by the physician.